Event description:
It was reported that the t: slim x2 pump battery would not charge, and a power source alert was evident in the pump history as alert 07. A specific blood glucose level was not mentioned, but there was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing charging supplies, continuing to use the tandem wall adapter and charging cable. The pump began charging successfully, so no further assistance was needed. Additionally, the customer was directed to dexcom for issues related to cgm unavailable alerts.